Event description:
During preparation for cardiopulmonary bypass surgery, the sternal saw drive cable could not be connected to the drive motor. There were no reports of adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.